Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24355. Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) had further alerts for out of range high voltage impedance. Fluoroscopy was performed which showed the patient's right ventricular (rv) lead had externalized conductors. The patient was asymptomatic. The ICD and rv lead were explanted and replaced. The patient was stable throughout.